Event description:
It was reported that the right atrial (ra) lead exhibited inappropriate pacing and was found to be pacing in the ventricle. A chest x-ray was performed and showed the lead clearly dislodged and was lying across the tricuspid valve in the ventricle. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.